Event description:
It was reported that during the procedure, the tip of the driver fractured. The tip remains embedded in the plug which remains implanted. Procedure was completed with another plug driver. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Per the IFU: "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use.